Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was not working and gave a no delivery alarm. The customer experienced diabetic ketoacidosis and went to the hospital. At the time of this report, customer's blood glucose was 380 mg/dl. The customer declined to troubleshoot or give any further detail.